Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow-up, the device was unable to be interrogated with multiple programmers. The device was explanted and replaced. Patient was stable.